Manufacturer narrative:
November 06, 2015 09:54 am (gmt-5:00) added by (B)(6): the logs were received but they lacked the event log and the trend log did not cover the day of the event therefore the evaluation is based on the test, the technical log and the configuration log. The test log contains successful pre-use checks prior to and after the date of the event. The technical log contains many expiratory flow measuring error technical alarms prior to the exchange of the expiratory cassette which confirms the reported technical error in the expiratory cassette. The new expiratory cassette passed a pre-use check and there were no other technical errors after the exchange. These alarms do not affect delivered set volumes. The configuration log shows that volume control for the adult patient category was the default startup ventilation mode. Information of the patient¿ category or how long the ventilator was run with default settings was not provided. Our conclusion in the matter is that there was no technical ventilator failure that affected the delivered values prior to the exchange of the expiratory cassette i.e. The patient received the intended ventilation at the time. There are no technical error codes after the exchange of the expiratory cassette to indicate a technical fault. However the effect of the unintended default mode and settings to the patient cannot be determined. (B)(4).

Event description:
It was reported that while the patient was being ventilated in the bi-vent mode, the ventilator generated a technical error in expiratory cassette alarm. The respiratory therapist chose to power down the ventilator, replaced the expiratory cassette, restarted it and reconnected the patient. Upon reconnection, the respiratory therapist did not reset the ventilation mode to bi-vent leaving the patient ventilated with the default settings for a period of time. It was further reported that the patient's pao2 level was reaching 10 mmhg. The pao2 reading was under question because the sao2 was reading 79%. The ventilator was not being viewed as source of injury. The hospital determined that the low pao2 was due to a computer error and was not actually experienced by the patient. The hospital's investigation of the extent of the potential injury was not about the functioning of the ventilator but the response of staff to the situation. (B)(4).